Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the ethylene oxide valve (eto) cap was forgotten for reprocess and it blew up the channel of the scope. The event can be detected/prevented by following the instructions for use which is described in the following: "chapter 7 cleaning, disinfection, and sterilization procedures [etocap (mb-156)] when performing eto gas sterilization, the eto cap must be attached to the venting connector on the endoscope connector (see figure 7.2). Caution ¿ attach the eto cap to the venting connector before sterilizing. If the eto cap is not attached to the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device was reprocessed with different procedures other than what was listed on the instruction manual, thus causing the bending section cover to blow out and leak which also caused the leak test to fail. In addition, the video cable had minor scratches. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera cysto-nephro videoscope was reprocessed incorrectly, the ethylene oxide valve (eto) cap was forgotten during reprocessing, and it blew up the channel of the scope. The issue was found during reprocessing. There were no reports of patient harm.